Manufacturer narrative:
(B)(6). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the tip, guide wire lumen and in the guide wire exit notch and on the balloon and the entire length of the sds. There was no contrast visible. The stent implant was stationary on the balloon in between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 21.5 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There were multiple kinks in the outer member 2 cm proximal to the proximal seal for a length of 3.7 cm. There was a wrinkle in the shaft 8 cm distal to the guide wire exit notch, for a length of 3 mm. There were multiple kinks in the hypotube distal to the strain relief tubing. There were multiple kinks in the hypotube distal to the separation. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The entire length of the tip was measured and met mfg criteria. The tip length was 6 mm. A snap gage was used to measure the stent implant outer diameters and these met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip seal length and stent outer diameters were measured and met mfg criteria. Based on the reported info, the failure to advance appears to be related to the heavily calcified lesion. The hypotube and jacket material were separated 21.5 cm distal to the strain relief tubing. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a mfg deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were multiple kinks noted in the sds and the shaft was wrinkled distal to the guide wire exit notch for a length of 3 mm. The pt's anatomy was heavily calcified, which would have contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that on (B)(6) 2009, an emergency procedure was performed on a pt that had a myocardial infarction. The lesion was heavily calcified and located in the mid right coronary artery (rca). After ten wires were used, there was difficulty deploying a stent in that region due to resistance. A failed attempt to cross the lesion was made with a xience. An attempt was then made with a 3.5x8 mm vision, but through manipulation, the shaft at the proximal end snapped and broke into two pieces. A 3.5x8 mm promus stent and another company's 3.5x9 stent were deployed after much effort. There were no pt effects reported. No additional info is available.